Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker had an infection. Reportedly, the patient had a brownish gel like draining from the pocket. A revision was performed and the pacemaker was explanted. No additional adverse patient effects were reported.